Event description:
User claimed that dome penetrated caval wall when repositioning filter. Filter was placed initially below the renals in a 10-11 mm cava. When attempting to re-position the filter via femoral approach the dome penetrated the caval wall. No dye was noted leaking and no action was necessary. MFR's medical director evaluated films and noted that the dome folded the ivc, but did not perforate it. Device remains implanted.